Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) nvolved in the reported complaint will not be returned to zoll for investigation. The biomed replaced the battery in the console's display head to address the mid:26 (low battery) error message. Subsequently, the biomed tested the console, and it functioned as intended.therefore, service was not required to be performed by zoll.

Event description:
The customer reported that when turning on the thermogard xp ivtm system (sn (B)(6) for setup, the display head displayed mid:08 (post stuck key) error message. It was verified that no buttons were pushed into the display head. The caller powered the console off and on but the error persisted. Upon follow up, biomed reported the error code was mid:26 (low battery) and not mid:08. A different console was used to start ivtm therapy. No patient involvement.